Event description:
A nurse reported that during surgery, the knife from the pak was not sharp enough to cut through the pt's conjunctiva and the tip seemed "stumb". An alternate knife was used and each case was completed without harm to the pt. There was no delay. Add'l info has been requested. This is the first of six medical device reports for this facility.

Manufacturer narrative:
The sample has been received and in-house eval is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).